Event description:
Brakes were not working properly.

Manufacturer narrative:
It was reported that the customer was unable to locate the stretcher in order for the stryker field service representative to evaluate the unit. However, under a later service report the unit was found and evaluated by the stryker field service representative and it was reported that a functional check was performed. Stryker field service representative found no reported issues with the brakes and found the brakes to be fully functional.

Event description:
Brakes were not working properly.